Event description:
Patient was receiving heparin infusion during procedure. The iradimed pump was set at correct rate and digitally displayed the correct rate. Approximately 3 minutes after infusion started, rn noted that the infusion was free flowing and the tubing was clamped and pump turned off. No alarms went off.